Manufacturer narrative:
H.6. Investigation: no samples were received for investigation of complaint in which the customer has indicated that they have observed leakage from the air vent. The customer did not provide the model or lot numbers of the affected product; however they did indicate that it was from the alaris vp disposables product range. As part of the investigation, the customer provided a video of the affected sample which confirmed the report of leakage from the air vent. Analysis of the video noted that the air vent cap was opened and that the infusion container appeared to be a semi-rigid plastic container. No further information was available to assist the investigation. In this instance a lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported fault.

Event description:
It was reported that the unspecified bd infusion set experienced leakage. The following information was provided by the initial reporter: the infusion set is leaking at the vent port.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the unspecified bd infusion set experienced leakage. The following information was provided by the initial reporter: the infusion set is leaking at the vent port.